Event description:
It was reported that insufficient stent apposition occurred. The target lesion was located in the heavily calcified external iliac artery. A 7.0 x 20 x 75cm express ld vascular stent was advanced and deployed but the physician did not feel that the stent was fully apposed to the arterial wall. Post-dilation was then performed with an 8 x 40 x 135 mustang balloon catheter; during which, the artery was perforated. The physician attempted to tamponade the perforation with a balloon and planned to place a covered stent. However, the tamponade did not fully cover the bleed and before a covered stent could be placed, the patient coded and subsequently passed away due to the bleed.